Event description:
The pt was having trouble reaching full extension and experienced stiffness. The surgeon decided to lower the thickness of the initial tibial poly insert. The explanted tibial insert will not be returned. MFR ref #: 3005180920-2015-00074.